Event description:
This report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00889. It was reported to boston scientific corporation that two resolution clip devices malfunctioned during a gastric polypectomy performed on (B)(6), 2010. According to the complainant, during the procedure, they used two devices and both times they were unable to advance the clip out of the sheath. The case was completed with two more resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached from the over sheath and the clip assembly was located inside the over sheath. A functional evaluation was performed; the clip assembly was exposed by pulling the over sheath back by hand. The device was then actuated several times and deployed per design. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is operational context. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.

Event description:
This report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00889. It was reported to boston scientific corporation that two resolution clip devices malfunctioned during a gastric polypectomy performed on (B)(6), 2010. According to the complainant, during the procedure, they used two devices and both times they were unable to advance the clip out of the sheath. The case was completed with two more resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)